Manufacturer narrative:
4581: retinal detachment claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced retinal detachment. Reportedly, "bilateral retinal dialysis post icl surgery day one," and "the patient had subsequent retinal surgery to treat the retinal dialysis which was successful, icl remain in situ and patient is seeing well at 6/6 and is satisfied with the outcome." Additional information was requested. No further information is available at this time. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.